Event description:
It was reported that the patient's incision site is not healing well. There has been a discharge through a hole at the incision site. The surgeon surgically cleaned the incision site and prescribed antibiotics for seven days (type unknown). The patient was instructed not to use the external equipment. The surgeon's report confirmed that the implant site displayed a wound dehiscence and was not infected.